Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a keypad overlay texture damage. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to (B)(4). No crack was found on the pump screen noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was getting a lot of low battery errors and there was a large crack on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.